Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high impedance. The lead was explanted and replaced on (B)(6) 2018 and the patient was stable throughout the procedure.

Manufacturer narrative:
Correction: date of implant updated to (B)(6) 2017. Correction: device was not explanted. Correction: updated to malfunction as the device was not explanted.

Event description:
New information noted that there was nothing noted on the right ventricular lead. The lead remains implanted.